Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer stated that failed battery test alarm happened about 2 weeks ago. The customer stated that she cleaned the battery compartment and the pump kept alarming. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test alarm noted. The insulin pump was received with broken reservoir tube lip, cracked case near display window corners, cracked on the display window, minor scratches on the display window sand missing the end cap sticker.